Event description:
It was reported an 840 ventilator was not functioning on ac power. There was no patient involvement at the time of the reported event. The service engineer inspected the device and replaced the power supply assembly. The unit passed all testing and operated within the manufacturer's specifications.